Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the power cords of three automated compounding device (acd) hardware devices were damaged and had exposed wires. There was no patient involvement. No additional information is available.